Event description:
It was reported that the zimmer mesher was not meshing all the way. Additional clinical follow up indicated that graft was meshed on one end and not the other, and the surgeon used a knife to complete meshing of the graft. There was no additional donor harvest and it was estimated that an additional 20 minutes were added to the surgical procedure time to complete the meshing manually.

Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.